Event description:
The customer reported to vyaire medical that the vela ventilator while on a patient alarmed high peep (positive end expiratory pressure) and low ve (minute ventilation). The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
The customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined. However the customer troubleshoots the device found in the event log also recorder transducer fault occurred. Performed transducer tests turbine differential 33 failed. Performed transducer calibration turbine differential pressure transducer failed at 0 cmh2o. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.